Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "on (B)(6) 2026, the patient was admitted to the hospital for adenomyosis. Surgical treatment was required according to the doctor's advice, and a laparoscopic workstation was needed for the operation. Before the operation, the nurse turned on the endoscopic camera system in strict accordance with the startup procedure. After the system was turned on, the display screen was black. The nurse immediately replaced the endoscopic camera system, and the operation proceeded normally. After the operation, the nurse immediately reported to the equipment department for maintenance. The malfunction affected the operation progress and delayed the patient's treatment." It was confirmed that the delay to the procedure was 10 minutes. No negative impact in state of health reported.